Manufacturer narrative:
H6 - device code: 1494 - this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -18.00/+3.5/094 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to low vaulting. The lens was replaced with a longer lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Additional information: h3:device evaluation: lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim#(B)(4).